Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted as part of a chevar endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that during the index procedure, the endurant stent graft system was planned to be implanted just below the superior mesenteric artery (sma) after inserting non mdt stents into the bilateral renal arteries. The non mdt stents used for the bilateral renal arteries were inserted into the aorta in a crossing manner and the kissing balloon technique was used when providing touch-up on the proximal edge of endurant stent graft. The length of renal stent on both sides was not enough, so additional non mdt renal stents were added on both sides and touch-up was performed again. A type ia endoleak occurred, so it was judged that infolding had also occurred. The proximal neck was 0mm, and the catheter had been left in the aneurysm from the left limb in advance, so coiling and a vascular glue were injected to treat the endoleak and it subsequently resolved. As per the physician the cause of the event was anatomy. No additional clinical sequalae were provided and the patient is fine.